Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the downstream occlusion sensor was contaminated. This was determined to be a reportable issue. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The product was returned because the pump showed a cassette error. The investigation confirmed the customer¿s complaint multiple times in the logs and found that the downstream occlusion sensor was contaminated. This issue was determined to be reportable. There was no patient involvement.